Manufacturer narrative:
D9: product returned date 20-dec-2020. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the pump had a failed accuracy test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.